Event description:
Event description guidant received information that during the implant procedure, the patient with this lead developed a pneumothorax. The physician placed a chest tube. The lead remains implanted.